Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is possible that foreign objects (fragments) caused by the deterioration/damage of some of the peripheral medical equipment used in combination with the endoscope itself got stuck in the ducts due to contamination, or that foreign objects occurred and remained in the nozzles due to some kind of reprocessing factor. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). IFU states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation and investigation of the device, foreign matter was noted in the nozzle. There was no patient involvement, and no harm/adverse event was associated with this event.